Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a high capture threshold was noted on the right ventricular (rv) and left ventricular (lv) leads. Fluoroscopy imaging was performed and confirmed dislodgement of the rv and lv lead. The physician suspects the dislodgement was caused by patient movement. The rv and lv lead were explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2021-11387.